Manufacturer narrative:
On 3/4/97, a MFR rep contacted the implanting/explanting physician's medical secretary for further details concerning this event. The physician's medical secretary stated that per the patient's chart the device was removed on 1/2/97, due to a malfunctioning infusion pump. The patient's admit form stated that the patient had a malfunction of the pain reservoir and a seroma formation, which was already known by the MFR. The MFR's rep asked if the location of the device was known and if the device was available for return to the MFR for analysis; however, the physician's secretary stated that this info was not in the patient's chart. No further details were provided. The MFR made continued attempts to obtain further info by written communication and telephone to the implanting/explanting physician and attentding physician. On 4/23/97, the MFR's rep was informed by the attending physician's secretary that per the attending physician: 1) the attending physician did not know the location of the explanted device. 2) the attending physician did not know the exact date of explant, only that it was in jan. 1997. 3) the attending physician stated that the device pocket kept filling up with fluid. Continued attempts to drain the device pocket of the fluid were unsuccessful, it just kept filling up with fluid. The attending physician also stated that she did not feel the device pocket seroma was related to the device or a device malfunction. A trend analysis was performed on similar incidents for this cat. Number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. The attending physician stated she did not feel the patient's device pocket seroma was related to the device or a device malfunction; therefore, based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this event is inconclusive. No further details are available. The MFR is now closing the file on this event.

Event description:
The device was implanted on 4/29/96, for intrathecal infusion of morphine for treatment of pain. On 3/4/97, the MFR received the following response to a device tracking polling letter from the physician. Device explanted 1/97, due to a device pocket seroma/skin breakdown. No further details were provided at this time.